Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) did not deliver therapy for recorded irregular ventricular rhythms. No adverse patient effects were reported. This ICD remains in service.